Event description:
Voluntary medwatch received states the patient's right ventricle exhibited high capture threshold and variable threshold. No intervention was made, and the patient's condition was unknown.